Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with diagnostic code 1014 (post timer/ 24v failure). No patient involvement.